Event description:
Customer reported that pump touchscreen was cracked and unreadable. There was no reported adverse impact to the customer's blood glucose level. Customer was waiting for the pump's return, and a replacement pump was scheduled to be provided.